Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, bupivacaine, and morphine via a pump implanted for spinal pain. On 18-july-2016, it was reported that since (B)(6) 2016 the patient had terrible pain. The patient had hip pain and was in the "emergency zone" where it "hurt like hell." He had issues in the sacrum between the sacral and lumbar areas. The patient could barely get out of bed and could barely turn his hip around. He had to take his pain medications and start walking around before it went away. The patient was upset by having a pain pump implanted that was not helping the patient's pain or doing him any good. The patient's managing physician was not prescribing the patient any oral medication, so the patient went to a general doctor for a hydrocodone prescription. It was noted that the patient's oral hydrocodone made him constipated, which began (B)(6) 2016. The patient had a chronic constipation condition from taking those kinds of medications for 25 years. The patient did not think the pump settings were right and he only had one trip to increase the pump's dose. The patient had 2 injections for his hip, one of marcaine and one of cortisone, the week of (B)(6) 2016, which did not help with the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.